Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.00/+2.0/091 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to the device.

Manufacturer narrative:
A4: unk a5: unk. A6: unk. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).